Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during a procedure to place an lvad (left ventricular assist device, the use of electrocautery caused this device to go into safety core and multiple resets. Additionally, three different fault codes were observed. The physician stated there was an issue with the associated left ventricular (lv) lead also. A boston scientific technical services consultant discussed that the use of electrocautery so close to the system caused the device to go into safety core. The physician asked for recommendations on when to replace the device. The consultant informed him that it was his decision when the patient was ready for a replacement procedure. The device was subsequently explanted. No adverse patient effects were reported.